Event description:
It was reported that this patient received a shock while driving and the health care professional (hcp) requested episode review and inquired about the post shock dashes on the electrograms. A boston scientific (bsc) technical services (ts) consultant discussed the clinical observations and explained there was a lot of undersensing due to big-small phenomenon and noted that t-waves weren't present until approximately 40 seconds into the episode. The patient was not symptomatic and had an intrinsic rate of approximately 67 bpm prior to the shock just a little bit higher post shock. The hcp asked if this could possibly be polymorphic ventricular tachycardia (vt). The ts consultant discussed the observations with a bsc engineer who stated there was electromagnetic interference (emi) and suspected there was something poorly grounded in the patient's vehicle such as heated seats or steering wheel. The device is programmed to alternate vector and smart pass is off. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a shock while driving and the health care professional (hcp) requested episode review and inquired about the post shock dashes on the electrograms. A boston scientific (bsc) technical services (ts) consultant discussed the clinical observations and explained there was a lot of undersensing due to big-small phenomenon and noted that t-waves weren't present until approximately 40 seconds into the episode. The patient was not symptomatic and had an intrinsic rate of approximately 67 bpm prior to the shock just a little bit higher post shock. The hcp asked if this could possibly be polymorphic ventricular tachycardia (vt). The ts consultant discussed the observations with a bsc engineer who stated there was electromagnetic interference (emi) and suspected there was something poorly grounded in the patient's vehicle such as heated seats or steering wheel. The device is programmed to alternate vector and smart pass is off. The system remains in service and no adverse patient effects were reported. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the suspected emi was deemed to be an atrial tachycardia event. The patient drove home post shock with no further issues. The bsc local area representative attended the follow up visit and recommended the patient put a steering wheel cover in his vehicle just in case it was due to parts of his current wheel cover wearing out. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that inappropriate shock is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient received a shock while driving and the health care professional (hcp) requested episode review and inquired about the post shock dashes on the electrograms. A boston scientific (bsc) technical services (ts) consultant discussed the clinical observations and explained there was a lot of undersensing due to big-small phenomenon and noted that t-waves weren't present until approximately 40 seconds into the episode. The patient was not symptomatic and had an intrinsic rate of approximately 67 bpm prior to the shock just a little bit higher post shock. The hcp asked if this could possibly be polymorphic ventricular tachycardia (vt). The ts consultant discussed the observations with a bsc engineer who stated there was electromagnetic interference (emi) and suspected there was something poorly grounded in the patient's vehicle such as heated seats or steering wheel. The device is programmed to alternate vector and smart pass is off. The system remains in service and no adverse patient effects were reported. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the suspected emi was deemed to be an atrial tachycardia event. The patient drove home post shock with no further issues. The bsc local area representative attended the follow up visit and recommended the patient put a steering wheel cover in his vehicle just in case it was due to parts of his current wheel cover wearing out. The system remains in service and no adverse patient effects were reported.